Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/9/16, 8/24/16 medical records received. After reviewing the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, high metal ion levels and difficulty ambulating. Update rec'd 10/23/2013- pfs and medical records received. Part/lot was provided. The correct dor was also provided. There is no new additional information that would affect the existing MDR decision. Records are available for further review. The complaint was updated on: 11/19/2013 update 6/29/16, 7/6/16, 7/11/16 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the primary surgical notes report a tiny nondisplaced crack in the medial femoral neck during broaching. The medical records report popping/sticking sensation and pain and pseudomass, adverse reaction to metal debris. Updating head/liner and adding the stem and unknown broach to this com. The complaint was updated on:07/14/2016

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these devices are exempt from device history record review. No other reports were found against the femoral stem. The search and/or review of device history records was not possible against the unknown product/lot. X-rays and medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.